Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the user had not replaced the water filter due to concerns from the aspect of cost. A final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions ¿ the endoscope reprocessor, video system center, front panels of equipment, and/or mouthpiece may cause an infection control risk. Perform proper cleaning and/or disinfection as described in their respective instruction manuals.in addition, as a result of checking the context of oer-4 instruction manual, it describes replacement of the water filter." The event can be prevented by following the instructions for use which state: "7.2 replacing the water filter (maj-824)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope presented scope communication error (e73). The facility contacted the customer information center (cic) for assistance. During troubleshooting, it was discovered that the facility had not changed the water filter in the oer reprocessing machine since february 2021 which, is not in compliance with the instructions for use and maintenance for the device. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the discovered lack of water filter replacement by the facility.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. The water filter has since been replaced as of 10jan2023. Due to the nature of the event, the following scopes are being reported as they were used in the oer prior to the updated water filter. Related complaints: (B)(6) gif-h260z, evis lucera gastrointestinal videoscope, serial (B)(4). (B)(6) gif-h260z, evis lucera gastrointestinal videoscope, serial (B)(4). (B)(6) gif-h260z, evis lucera gastrointestinal videoscope, serial (B)(4). (B)(6) gif-h290z, evis lucera elite gastrointestinal videoscope, serial (B)(4). (B)(6) gif-q260, evis lucera gastrointestinal videoscope, serial (B)(4). (B)(6) gif-xp260ns, evis lucera gastrointestinal videoscope, serial (B)(4). (B)(6) jf-260v, evis lucera duodenovideoscope, serial (B)(4). (B)(6) pcf-h290zi, evis lucera elite colonovideoscope, serial (B)(4). (B)(6) oer-4, endoscope reprocessor, serial (B)(4). (B)(6) gif-1200n, gastrointestinal videoscope, serial (B)(4). (B)(6) gif-1200n, gastrointestinal videoscope, serial (B)(4). (B)(6) cf-240ai, evis colonovideoscope, serial (B)(4). (B)(6) gif-1200n, gastrointestinal videoscope, serial (B)(4). The investigation is ongoing. Should additional information become available, or the evaluation is completed, a follow up report will be submitted.